Event description:
Philips received a complaint regarding a philips v60 ventilator reporting error code 100e, identified as a blower stall error. The device was outside of clinical use at the time the issue was discovered, and no patient involvement or user harm was reported. The device was removed from service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Review of the device event logs confirmed error code 100e associated with a blower stall condition. The customer requested onsite service for repair. A field service engineer (fse) performed onsite evaluation and corrective maintenance. Diagnostic activities included review of the error logs and evaluation in accordance with the v60 service manual. The reported issue was replicated during evaluation, confirming the blower stall condition. Corrective action included replacement of the blower assembly and rp-gas delivery system (gds). Following replacement of the defective components, the device was reevaluated, confirmed to meet specifications, and returned to use.